Event description:
It was reported that the patient experienced a double lead fracture. The patient was narcoleptic and had undergone multiple falls. The patient underwent surgical intervention on (B)(6) 2024, where both the leads were replaced, and reportedly effective therapy was restored.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.